Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was alarming no delivery. Customer's blood glucose was 577 mg/dl, treated with manual injections. Device was alarming during bolus. Customer was not hospitalized. Customer does not recall blood glucose at time of the alarm. Fixed prime was performed and insulin did exit. Customer was unable to remove site to examine troubleshooting. Customer was advised to do a complete set change. Alarm was due to possible site related issues, possibly due to a bent cannula or site/set occlusion. No further information reported.